Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed for black image, not confirmed for loose connection or white balance error. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage to the cable unit, the endoscopic image could not be displayed, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no problem detected for loose connection or white balance error, cause traced to component failure for water tightness lost, and image not being displayed . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black image, a loose connection, and a white balance error during set up / inspection for use. There were no reports of patient harm.